Event description:
A physician reported a pt who was originally skin tested on an unk date by another physician with negative results. On 15 september 1998, the pt was treated in the upper and lowerlip vermilion. On 18 september 1998, the pt called to report a "pea-sized" lump and redness in the lower lip vermilion (exact site not clear). The physician phoned in a prescription for augmentin for 10 days. On 21 september 1998, the pt phoned back, stating the lower lip vermilion had become more swollen, red, and painful. The physician prescribed oral benadrly. The physician diagnosed a probable hypersensitivity to collagen. No other medical or surgical intervention was planned or prescribed.